Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
This report was an erroneous duplication of MDR 3005477969-2011-00371.

Event description:
This report was an erroneous duplication of MDR 3005477969-2011-00371.